Manufacturer narrative:
The viveve 2.0 system noted in this MDR requires the use of an electrical return pad, packaged as single use, and manufactured by 3m, model number 9160. Although the viveve system was returned, the return pad and tip were not returned, preventing a thorough investigation of the complaint. The site was unsure of the lot number of the return pad used for this treatment. The viveve 2.0 system was returned, was evaluated and was found to be performing as intended. In our opinion, based on early development testing, there was incomplete contact of the return pad, resulting in all energy being concentrated in a small area, causing a burn.

Event description:
Per the clinician: pt called in stating that she had a burn on her thigh due to the viveve procedure. It has been present for a couple of days. Pt did not mention any discomfort on the thigh area during or right after the tx. Unfortunately, we did not detect the burn before sending the patient home. We did recognize some redness and a typical reaction after removing the pad". The burn was confirmed by the treating physician and the patient was referred to a burn center for further evaluation. The patient was treated with aquaphor and it was confirmed through follow up on (B)(6) 2019 the burn had resolved.